Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire tip detached and was retained inside the patient. The moderately complex target lesion was located in the left anterior descending artery (lad). A 330cm rotawire" and wireclip" torquer was selected for use. During the procedure, the wire was passed very distally down the lad and into a small diagonal artery where the wire tip doubled over. The rotablation part of the procedure was uncomplicated. When the wire was retracted, the radiopaque tip of the wire snapped and was left in the small diagonal vessel. There were no issues during the case or thereafter. No further patient complications reported and patient's condition was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. The returned device has part of the spring tip detached at 329cm from the proximal section. The spring tip end was not returned. The device has the body kinked in the proximal section and in the middle of the device. The overall length couldn't be measured due to the device condition (wire broken). The outer diameter of distal tip couldn't be measured as the spring tip was detached. All other outer dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire tip detached and was retained inside the patient. The moderately complex target lesion was located in the left anterior descending artery (lad). A 330cm rotawire and wireclip torquer was selected for use. During the procedure, the wire was passed very distally down the lad and into a small diagonal artery where the wire tip doubled over. The rotablation part of the procedure was uncomplicated. When the wire was retracted, the radiopaque tip of the wire snapped and was left in the small diagonal vessel. There were no issues during the case or thereafter. No further patient complications reported and patient's condition was fine.